Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose levels that were over 400 mg/dl and 500 mg/dl. The customer treated their high blood glucose with the insulin pump. The customer declined to troubleshoot for the high blood glucose. The device will not be returned for analysis.